Event description:
The manufacturer received information from a philips service technician that the low flow oxygen (o2) test step had failed on the trilogy 100 device. There was no serious patient harm or injury that occurred or was reported. The philips service technician evaluated and determined the inlet air path, air path foam, and flow path tubing had caused the low flow o2 test step to fail on the device. The philips service technician replaced the device's inlet air path, air path foam, and flow path tubing to address this issue on the device. The philips service technician re-performed all testing on the device, but the low o2 flow test step had failed again on the device. The philps service technician re-evaluated the device and found the grey foam was not properly installed causing the low o2 flow test step to fail on the device. The philips service technician properly aligned the device's grey removable foam on the device to address the issue. Additional findings not related to the malfunction/issue was exterior damage which was not confirmed by the philips service technician.